Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The reported breakage was confirmed by the information stated by the field service engineer in the received service report. The breakage could also be confirmed by the evaluation of the received pictures. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peek acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke.

Event description:
It was reported that the unit was found with a broken user interface holder. No information available about how it happened. There was no patient involvement. (B)(4).